Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2sptb, implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient rep needed assistance with connecting to the ins and adjusting therapy settings. The patient rep started off by saying that the patient needed to have surgery on their ins because currently the lead was "not hitting the nerve." The patient rep then said the patient had been having pain and difficulty with their urinary symptoms. The patient rep said the patient was treated for a urinary tract infection for 4 weeks. When asked for event date, the patient rep did not provide an answer. The patient rep instead continued to talk about how the patient needed surgery to fix the lead. When they were at their managing healthcare provider's (hcp) office a few days ago, they were instructed to call the manufacturer for assistance with adjusting therapy settings. It was reviewed with the patient rep that the patient may not get maxi mum benefit from setting adjustment since the lead was not touching the nerve. The patient rep stated they had the same thought. The patient rep then became frustrated with the patient trying to talk while the patient rep was on the phone; the patient rep gave the phone to the patient at this time. The patient started talking about their urinary symptoms and how they were treated for a uti. It was unclear at that time if the patient was looking for assistance with uti treatment or therapy adjustment. It was reviewed with the patient that their doctor would be the one to manage uti treatment if they felt they had one again. It was suggested that the patient reach out to their managing hcp. The patient said they already tried but they weren't getting back to them. The patient decided they would also like assistance with adjusting therapy settings and gave the phone back to the patient rep. The patient rep was guided through successful connection to the ins and therapy adjustment was made until stimulation was felt strong yet comfortable at the bicycle seat area. The patient would continue to monitor symptoms.